Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim g4 user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels (600 mg/dl), and was subsequently admitted to the hospital. Reportedly, the customer was receiving occlusion alarm. During troubleshooting with tandem technical support, it was noted that the customer uses apidra insulin. Customer was in the emergency room for 6 hours and treated through intravenous insulin drip. Reportedly, bg levels reached approximately 800 mg/dl. Customer was treated through intravenous insulin while in the hospital and released from the hospital on (B)(6) 2017.